Event description:
Report of an event that occurred in a pts home. When the customer interacted with the ventilators front panel, that the display would become confused. Various led's would turn on and some of the 7-segment displays would indicate non-numeric values. The ventilator itself would continue to ventilate the pt at the physician ordered settings, and all alarms continued to function normally. Turning the ventilator off and restarting it resulted in all the ventilator displays returning to normal.